Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the magic 3 hydrophilic intermittent catheters had caused the patient to got infections. Patent had 3 in a row. Representative advised patient that to consult the health care professional if patient was decreasing usage on own and advised that a courtesy order could be requested if need be to hold the patient over until the actual order ships. It was unknown what medical intervention was provided for infections.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "patient sensitivity to materials / mechanical and / or chemical responses from the patient".the device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿the catheter is intended for urinary bladder drainage in adult males and females requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Efficacy of the catheter in preventing urinary tract infection during intermittent use has not been established. The device is not intended to be used as a treatment for active urinary tract infection. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. Instructions for use the catheter becomes slippery when wetted with water, eliminating the need for a separate lubricant. For your added convenience, this catheter is packaged with its own sterile water. Simply release the water from its foil packet and then tip the un-opened catheter package end-to-end. The catheter acts like a magnet to attract the water and activate its slippery coating. Follow these steps for best results. 1. Release the water prior to opening the sealed catheter pouch: a. Apply pressure to the foil packet to release the water. B. Ensure all water is released from the foil packet. 2. Wet the catheter a. Hold package with printed side up. B. Tip package end-to-end three to six times to wet catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating. 3. Use the catheter a. Peel back package to expose funnel end of catheter. B. If desired, use the self-adhesive tape on the package to temporarily attach the pouch to any dry vertical surface" h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the magic 3 hydrophilic intermittent catheter caused patient to get infection. Patent had 3 in a row. Representative advised patient that to consult the health care professional if patient was decreasing usage on own and advised that a courtesy order could be requested if need to hold the patient over until the actual order ships. It was unknown what medical intervention was provided for infections.